Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual inspection of the as returned product identified signs of use (bone residue around external/internal threads) and fracture across the threads. Regarding the reported 'bone loss', similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformance's. Functional testing could not be performed due to the nature of the device and events. No pre-existing conditions were reported. The reported implant had been placed on tooth #24 (fdi) for approximately 13 years. X-ray & picture evaluation: x-ray/picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 01/08/2022. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (758615). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformance's, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (758615) for similar events (complaint category keywords: bone loss & implant fracture) and 1 other complaint was identified under (B)(4) (fracture). Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information, device malfunction did occur, and the event (implant fracture) was confirmed. However, the reported event (bone loss) could not be verified as the exact details of event were unknown/unverifiable.

Event description:
Doctor reported that the implant in tooth location 24 fractured at the body of the implant and was removed. Bone loss was also reported. Pain and inflammation were reported as a result of the event. Procedure was completed with bone and a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.